Event description:
It was reported that the patient was implanted in 2001. She was a non-user for the last couple of years. The patient was willing to be explanted and try a hearing aid. The vorp was functional. The patient was explanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. Note: this device was manufactured by symphonix inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced device.